Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via the manufacturer representative (rep). It was confirmed there was no patient harm.

Manufacturer narrative:
Analysis determined that the set screw on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can and the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient undergoing an implant with a neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported that the rep called from the or to describe the issue: the set screw on ins would not engage lead but the torque wrench clicked as though it was fully engaged. The lead pulled out of header with no resistance. The hcp used a new ins which functioned normally. No patient harm was reported and no further complications were reported or are anticipated.

Manufacturer narrative:
Device received, not yet evaluated. If information is provided in the future, a supplemental report will be issued.